Event description:
It was reported that the hand activation buttons on disposable did not work. A second disposable was used with same result. The case was completed using the foot pedal.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned nonfunctional. The instrument was cycled and fired the first clip as intended, then a non clearing misfire incident was noted. The instrument was disassembled and the feeder shoe was noted to be bent, therefore preventing the instrument from feeding. A batch record review was performed and no anomalies were found during the manufacturing process.